Event description:
Additional information received indication, surgical intervention took place wherein both the leads were explanted and replaced with a new paddle lead. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. Event date is estimated.

Event description:
Manufacturer report number:1627487-2021-00385. It was reported patient experienced ineffective coverage of therapy. Company manufacturer were unable to program around the leads due to scar tissues. As a result to address the issue patient may be awaiting surgical intervention at a later time.